Event description:
The physician attempted to use reprocessed medline laparoscopic ligasure device plugged-in to a cautery / ligasure machine and failed to work, no energy or heat was produced. Covidien, (B)(4).